Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: during investigation, the pump was unable to hold a prime. The pump cover was removed and contamination was found under the ball seal was found. The alleged loss of prime issue was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a that day a blood glucose of 22mmol/l, with polydipsia, and nausea, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the loss of prime alarm was occurring six times per day with at least three separate cartridges from two separate boxes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.